Manufacturer narrative:
H3: the device was received for evaluation. Visual inspection findings were not specified. Functional testing was performed, and the reported issue of the pump beeping when the battery was inserted was confirmed, with alarm 41786 observed during power-up. Investigation determined the probable cause to be fluid ingress within the device. The main board, dso sensor, latch/lock assembly, lcd display, lens, leds, and motor were replaced to fix the issue.

Event description:
The device was returned it was reported that the pump beeps when the battery is inserted. The event occurred before infusion. Upon completion of the investigation, a high priority alarm was identified which was alarm 41786. There was no patient involvement.